Event description:
Five (5) discordant falsely depressed tacrolimus (tac) patient results were obtained on a dimension® exl¿ 200 integrated chemistry system. The falsely depressed result of one of the samples was reported to the physician and was questioned. The same samples were reprocessed on the original dimension® exl¿ 200 system and an alternate non-siemens instrument. Higher results obtained on the alternate non-siemens instrument were considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tacrolimus (tac) results.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding five (5) falsely depressed tacrolimus (tac) patient sample results obtained on a dimension exl 200 system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (B)(6) 2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files and the information provided by the customer. No product non-conformance was identified with the dimension exl 200 system. A potential product issue was not identified. The cause of the event is unknown. The customer is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00141 was filed on (B)(6) 2023.